Event description:
The patient began experiencing increased spasticity in her lower extremities. She was not showing any significant signs of withdrawal, but according to her mother, her pump pocket began to swell. Following a series of x-rays (dates not reported) it was found that the catheter connector had become disconnected from the pump. The connector was replaced with a sutureless connector. The patient was reported to be doing well; she had no complications from the mild withdrawal she was experiencing. Additional information has been requested, a follow-up report will be sent if additional information becomes available.